Event description:
Caller states the aviva meter produced a result of 987 mg/dl. The device's numeric reading range is 10-600mg/dl; values > 600mg/dl should display as "hi". Device memory shows a value of 256mg/dl instead. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.